Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm and a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Customer¿s blood glucose value was 95 mg/dl. Multiple attempts were made by tandem technical support but no further information was able to be obtained.